Event description:
The sales rep has reported on behalf of his customer that an exeter v40 stem would allegedly not fit onto the stem introducer. The sales rep reported that the customer opened another stem which fit onto the same introducer to finish the case successfully. The sales rep has reported that this alleged event caused a 5 minute delay to surgery.

Manufacturer narrative:
An event regarding damage involving an exeter spigot protector was reported. The event was confirmed. Device evaluation and results: evaluation by the supplier confirms that one lug of the spigot is bent. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar events for the reported lot. Conclusions: the investigation concluded that the root cause of this event was due to a manufacturing issue with the spigot supplier. During the injection moulding process, deformation of the spigot protector was due to the stop of the machine following an alarm and a restart of the production just after. The investigation into the event confirms that a corrective action was implemented under ncr which implemented a go/no go gage to inspect 100% of the spigots to detect deformed lugs. Nc has been raised to investigate this event.

Event description:
The sales rep has reported on behalf of his customer that an exeter v40 stem would allegedly not fit onto the stem introducer. The sales rep reported that the customer opened another stem which fit onto the same introducer to finish the case successfully. The sales rep has reported that this alleged event caused a 5 minute delay to surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.